Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient received inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). There were multiple episodes with inappropriate shocks. The device was reprogrammed. This crt-d remains in service. No adverse patient effects were reported.